Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. No information was provided regarding any impact to customer¿s blood glucose level. Customer left pump connected to power for extended time without success, then contacted technical support, which arranged shipment of replacement charging cable and wall adapter and advised use of alternate therapy if battery depleted before supplies arrived; patient later reported that pump started charging again, and no additional information was received regarding the outcome of event.